Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on 3/4/2016 at 7:30 with a low blood glucose level of 50 mg/dl. The customer was treated for their blood glucose with juice. The customer passed out for four minutes and had a seizure prior to the hospitalization. The health care provider stated that the low blood glucose was caused by too much activity. The customer did not return their insulin pump back for analysis.